Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of syncope, and there were high capture thresholds were observed with the right ventricular (rv) lead. No further information could be obtained after multiple follow-up attempts. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.